Event description:
Artifacts present during AED deployment. (B) (4).

Manufacturer narrative:
Method: ECG was reviewed for this incident. Result: artifacts detected during analysis. Conclusion: this report is being filed as it cannot be concluded that recurrence could result in an adverse event. Device labeling provides an explanation on addressing artifacts.